Event description:
When the floor nurse attempted to pull the sheath from the right femoral groin, the catheter broke. Per md notes: "x-ray showed that this appeared to be sitting in the subcutaneous tissue and in the femoral vein. He was taken immediately to the operating room for removal of the remnant of the sheath. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition."